Event description:
It was reported from a sales rep that a titan shoulder head became disassociated from the titan body after surgery was performed on (B)(6) 2011 where the tss shoulder head was re-attached to the tss body.

Manufacturer narrative:
An ascension employee attend the revision surgery on the pt. Both the trunnion of the humeral body and the titan humeral head were visually inspected. Nothing was found between the two devices that would impede the association of the two components. Both components were found to be in good condition. The surgeon reassembled the prosthesis in-situ. The surgeon then attempted to disengage the taper by physically pulling on the humeral head. He was unable to disengage the components and was satisfied that the taper had locked. The cause for this event was not identified, but it could be speculated to be related to surgical technique.